Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Device not returned. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested: did the tissue pad melt? Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Did this cause a change in the plan of care for the patient? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Is the detached tissue pad being returned with the device? Or, was the detached tissue pad discarded?

Event description:
It was reported that during a gyn procedure and the tissue pad dislodged from the clamp arm. A second device was used to complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4). New information received. The file no longer meets the criteria of a reportable event. Did the tissue pad melt? The tissue pad separated from the upper jaw of the harmonic. Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) No, it only separated but was still stuck to the upper jaw. If yes, did any piece fall into the patient? N/a. Was the piece retrieved? N/a. Did this cause a change in the plan of care for the patient? No. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Dr. (B)(6) stated that he knows not to lose the jaws and activate without tissue in the device. Is the detached tissue pad being returned with the device? Unk, I do not have the device.